Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor with pump in ireland. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed full pump reset with guidance, confirmed error did not return after reset, and was instructed to wait 20 minutes before starting new sensor session, which customer understood and accepted, and device was not returned.